Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced sexual disinhibition and higher libido after receiving deep brain stimulation (dbs) and taking mirapexin. A change in the patient's character was also reported in addition to the patient feeling afraid about the future. The diagnostic methods included talking with the patient on (B)(6) 2017. The etiology was noted as possibly related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent programming/device interrogation date prior to the event was on (B)(6) 2016. The actions/interventions taken to resolve the issue included increasing the amplitude of the patient's programming on (B)(6) 2017. The event was considered ongoing at the time of this report. No further complications were reported/anticipated. Additional information received from the hcp reported that as of (B)(6) 2017 the patient had been feeling better for one month thanks to a new implantable neurostimulator (ins) and fluoxetine. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the event was resolved without sequela on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's dosage of mirapexin was reduced on (B)(6) 2018.